Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "power button was sticking and difficult to turn on" was not duplicated. The evaluation found that the lamp would not ignite due to a power supply failure.

Event description:
A user facility reported to olympus that their device power button was sticking and difficult to turn on. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported problem was a malfunction of the power supply.